Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted in an apical location, but lead measurements were not acceptable. The lead was then positioned to the mid-septum and all measurements were within normal range. However, the next day at the device check it was noticed the rv lead showed p-wave oversensing and double counting on the rv channel. Investigation found the lead was still in the rv and was still fixated to the myocardium. Two days later the lead was successfully repositioned further apical, with no further p-wave sensing. It was noted there had been no oversensing of p-waves during the implant procedure. No additional adverse patient effects were reported.